Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power, low battery, weak battery or failed battery test alarms were noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that the customer's insulin pump alarmed failed battery test. Customer stated she was not doing anything at the time of the alarm. During troubleshooting customer stated the battery cap or compartment are not damaged. After troubleshooting, the customer continued to receive a failed battery test alarm. The customer stated she does not know which battery she removed from the insulin pump and does not know when she cleared the alarm. After replacing the second battery, received a failed battery message. Advised the customer the insulin pump will need to be replaced. The customer's blood glucose was unknown.